Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/11/2024, a sales representative via(B)(4) reported that an ar-8950jd mini joint distractor was broken, and no further information was provided. No adverse effects for the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8950jd batch 121246 was received for investigation. Upon visual evaluation, it was noted that the device had significant signs of wear: fading laser marks and material degradation. Functional testing noted that the locking lever was loose. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2013.